Event description:
It was reported that the customer experienced a blood glucose (bg) level of 680 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized and then admitted to the ICU. Bg was treated with intravenous fluids of insulin and saline. Tandem technical support made multiple attempts to follow up with customer but were not able to. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.